Manufacturer narrative:
Additional information: the lesion being treated was a non-calcified lesion with 95% stenosis at the narrowest point in the middle part of the circumflex artery. The patient had multiple lesion and the surgery prioritized resolving the narrowest part. The device was inspected before use with no issues noted. Negative prep/purging was not performed on the device prior to use. Resistance was not noted while advancing the device to the lesion. Excessive force was not used. The device was being used to pre-dilate the lesion. The balloon rupture occurred on the first inflation. The device was not moved or repositioned while inflated. The replacement device was a medtronic balloon catheter of the same specification with no issues noted. Patient gender provided. Image analysis: a still image was received for analysis. The still image showed contrast injection into the right coronary artery (rca). The narrowest part of the rca is circled. No evidence of the presence of a balloon catheter or balloon burst of a balloon catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one sprinter legend coronary balloon catheter to treat a lesion. It was reported that during the procedure the device ruptured when the pressure reached 10 kilopascals (kph). The device was deactivated and replaced immediately with a new balloon dilatation catheter. The patient is alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.